Event description:
It was reported by the customer that a pyxis medstation es system auxiliary tower door 3 keeps failing. The customer stated that there was no delay in accessing medication since they manged to get the medicines from other station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the tower door failure. A field service engineer replaced switches in doors 1 and 2. Latch were replaced in door 3 and 4. The system functioned as intended as the field service engineer troubleshooted the device.